Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had insulin pump error. The customer¿s blood glucose was unknown at the time of incident. Customer received multiple insulin pump error. Customer was able to clear the alarms and able to rewind the insulin pump. Customer reported that they received post-reset ram crc alarm more than once after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored without the test (B)(6) battery inside the battery compartment and reinserted it back into the battery compartment for less than minutes and no unexpected pump error 23 or pump error 49 or pump error 68 alarm noted. Device passed displacement test, self test, sleep current measurement test and active current measurement test.